Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso due to sui, menorrhagia, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection and recurrence. It was reported patient underwent excision of mesh on (B)(6) 2005 due to erosion. It was reported that patient underwent partial explant on (B)(6) 2013 due to erosion. (B)(4).